Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial crep2 result from a serum sample was 347 umol/l. This result was reported outside of the laboratory and the patient was admitted to the hospital. Once the patient was admitted, a new plasma sample was obtained and the crep2 result was 78 umol/l. Afterwards, the original serum sample was repeated and the result was 79 umol/l. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 333624 with an expiration date of 31-jan-2019. The reaction monitor data provided shows an abnormal reaction for the initial result. No issues were identified on the alarm trace data. The customer used a clotting time of 4 hours for the serum sample. The manufacturer recommends a clotting time of 30 minutes after blood collection. Calibration and qc were acceptable. Pictures of each sample were provided and the serum sample was very orange and slightly turbid. The plasma sample was very orange and not very well separated. Precision results were ok. The field service engineer (fse) visited the customer site and performed a mechanism check where some bubbling was noticed on the middle drying block of one of the wash zones. This caused some liquid to be left on the lip of the cuvette. There were no marks or dried fluid on the underside of the cuvette. The fse could not reproduce this issue. The fse did notice some crystal build up on the reagent probe wells and removed this. The fse ran a mechanism check while the instrument was in operation and found that the vacuum vessel was contaminated with waste and that the tube from the vessel to the rinse station was completely blocked. Upon further investigation it was discovered that the vacuum drain valve was worn and may have been sticking. The fse replaced the vacuum drain valve and removed and cleaned the vessel tubing and connectors. The rinse station tubes were flushed and all other tubing was checked for blockages. Rinse level detergent and cuvette water were checked. All pressure levels were ok. Sample and reagent probe adjustments were ok. The vacuum vessels were observed during operation and were working correctly. The customer ran calibration and qc.

Manufacturer narrative:
The customer has not had any further issues since the service visit. Based on the information provided, a general reagent problem has been excluded since calibration and qc was acceptable. The investigation determined the root cause was the contamination in the vacuum line for the waste water identified by the fse.